Manufacturer narrative:
Investigational attempts have been made to obtain additional details regarding the pt, vessel characteristics, and procedural details. At this time, no additional information has been forthcoming. The product was returned for analysis. Visual inspection revealed the presence of proximal and distal stent struts uplift. Crossing profile measures of mid section of the stent was found within specification tolerance. Due to the product damage, it was not possible to perform a crossing profile for the proximal and distal sections of the stent. A device history record review of the involved lot revealed the product met quality requirements for product acceptance. Analysis confirmed the presence of proximal and distal stent strut uplift. Investigational efforts revealed the stent damage occurred during the procedure. There is no indication the reported event is design or manufacturing related.

Event description:
The stent(s) did not cross the diagonal branch. When the stent was returned, it was flared on both ends. It was confirmed with the sales rep that this occurred during the procedure. There was no pt injury.